Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range shock impedance (greater than 200 ohms) and high out of range pacing impedance (greater than 2,500 ohms). The patient was admitted to the hospital for additional testing. Lead integrity testing and provocative maneuvers did not produce any noise, or any out of range measurements. The device remains implanted. No adverse patient effects were reported. Additional information was received that this rv lead was surgically capped/abandoned (i.e., it remains implanted, but is no longer in service). A new device was implanted. The device is not expected to be returned for analysis. Besides surgical intervention, no additional adverse patient effects were reported.